Event description:
(B)(4).

Manufacturer narrative:
Maquet is working with the hospital to remove the magnus table. The customer has elected to install a third party device in its place. Table is presently in use by hospital until its replacement is installed. (B)(4). Maquet medical systems USA submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.